Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The initial error code of 41786 was cleared and the dso seal was replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41786/0004 when powered on. There was no patient involvement, no patient injury was reported.